Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. The pump was received with a loose drive support disk, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the act button on the insulin pump does not respond and the drive support cap is loose. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.